Event description:
It was reported that the patient presented in clinic with swelling at the device pocket. It was suspected that the implantable cardioverter defibrillator (ICD) had caused infection. The ICD was explanted. Patient condition was stable.

Event description:
It was reported that the patient presented in clinic with swelling at the device pocket. It was suspected that the implantable cardioverter defibrillator (ICD) had caused infection. The ICD was explanted. Patient condition was stable.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.